Event description:
It was reported that this pacemaker system exhibited low impedance measurements out of range on the right atrial (ra) lead. Technical services (ts) reviewed and provided assistance. The ra lead is not a (B)(6) product. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).